Event description:
It was reported that a user requested assistance to factory reset the ilet due to maladaptation associated with selecting an incorrect meal size and frequently pausing meal announcements, consistent with a use error related to procedure and the user interface. Symptoms included insufficient information to characterize any clinical effects. Outcomes included insufficient information to characterize the impact of the event. Several attempts have been made to contact the user for additional information. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions, with the issue related to the user interface and an improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.